Event description:
It was reported that on (B)(6) 2013, the patient had an unspecified promus stent implanted in the proximal right coronary artery (rca) to treat a 70% stenosis. Post procedure, residual stenosis was 0%. On (B)(6) 2013, the patient returned with chest pain and was hospitalized. Cardiac enzymes were consistent with myocardial infarction. Coronary angiography noted in-stent thrombosis in the promus stent which had been implanted in the rca. Treatment was performed with a 2.50 x 20 mm non-abbott drug-eluting balloon. The patient was discharged from hospitalization two days later and the event was considered resolved without residual effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Patient effects of angina, myocardial infarction, and thrombosis as listed in the promus everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.